Event description:
The report received from the affiliate indicated that the physician was not able to deploy the stent because air was going out of the hub each time they were elevating the pressure. They took another cypher with the same size and it worked well. Additional info received indicated that the device appeared normal before the procedure and prepped normally. The lesion was pre-dilated with (B) (6). When the device was received, the hub was vertically cracked.

Manufacturer narrative:
Please note that this device is not distributed in the us. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. The device has been received for analysis, but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt.